Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by manufacturer - a visual and microscopic examination identified a shaft hypotube break located 23.5 cm from the catheter strain relief. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed (B)(6) 2013. It was reported that the device was unable to cross the lesion. Vascular access was gained via the radial artery. The 95% stenosed, eccentric and de novo target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A wire was crossed with difficulty and the lesion was dilated with a 2.5mm balloon. The 3.5x32mm promus element stent was advanced however was unable to cross the lesion. A shorter 3.5x16mm promus element stent was then advanced and would also not cross the lesion. A 3.5x12mm omega stent was advanced and would also not cross the lesion. The procedure was completed with balloon angioplasty. No patient complications were reported and the patient status is stable, however returned device analysis of the 3.5x32mm promus element stent revealed a shaft fracture.